Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator displayed an unresolved "vent inop. Motor fault" alarms and the ventilator did not ventilate at all. The customer reported that there was no patient involvement.

Manufacturer narrative:
The vyaire failure analysis lab received the suspect vela main pcba and performed a failure investigation. The reported issue was not duplicated in the laboratory setting. The root cause of the reported issue was not determined. Transducer was calibrated and the machine met specifications.